Manufacturer narrative:
On 11/08/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the sample, it was observed that there were two (2) tears (a and b) measuring approximately 11.5 cm (a) in the union between shell and patch and 2 cm (b) in the patch. Microscopic examination was performed in both tears, and no evidence of instrument damage was observed. No other anomalies were discovered. It is possible that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral grade ii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient underwent a revision breast augmentation with two 215cc mentor memoryshape breast implants and experienced bilateral rupture and grade ii capsular contracture post operatively. Initially, the patient experienced bilateral breast hardness and pain. As a result, the patient underwent removal and replacement with two mentor gel implants (catalog #: smpx-240, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019, and the bilateral rupture was confirmed by a surgeon during the revision surgery. This report is for the right prosthesis.